Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer¿s blood glucose (BG) level was displayed as "High", although a specific value was not given. The customer addressed their BG with a correction bolus. The customer reloaded the cartridge to resolve the issue and successfully resumed insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.